Manufacturer narrative:
Pump was received with unresponsive down arrow button due to corroded keypad traces. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to unresponsive keypad/button. Unit was received with missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 20mmol/l at the time of incident. The customer declined to trouble shoot for high blood glucose levels. Customer stated that the insulin pump had a message mentioning button is stuck and no other buttons are responding. The customer was assisted with trouble shooting and mentioned they did not press down on a button for 3 minutes or longer. The customer was advised to discontinue use of pump and revert to back-up plan. The customer states the pump rubbery item came off on the pump as well and just inserted a new sensor. The customer was advised will send report to local office to replace the pump and the sensor.